Event description:
After communicating with the father of the end user, the dealer has called in to report the frame is broken. It was learned that the end user was by his bed at the time of the incident. No injury.